Manufacturer narrative:
A1: (B)(6); b4: 23-aug-2021; g3: 20-aug-2021; g6: follow-up #1; h2: additional information. H6: medical device problem code: 2682 - patient-device incompatibility. H10: no microbiology results, pathology results or radiographs were provided. The clinical reason for the revision was not stated. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique. The device was not returned, thus device examination could not be performed. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event.

Manufacturer narrative:
It was reported that the device was explanted, the device explantation date is unknown. Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that an m6-c was explanted. It is unknown if the device malfunctioned.